Manufacturer narrative:
Nitial reporter address: (B)(6). Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, one the of supply bags came undone from the homechoice cassette line, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2267 (air/fluid in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell five of seven of peritoneal dialysis (pd) therapy. During the troubleshooting, it was found that one of the supply bags came undone from the homechoice cassette line that led to this alarm. Renal therapy services (rts) explained the alarm and helped the nurse disconnect the patient. Proper procedures per the user manual were reviewed with the nurse. There was no report of patient injury or medical intervention associated with this event. No additional information is available.